Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, blank display, and failed battery test alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, and force sensor test, however failed the occlusion test, sleep current test, active current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range on the event date of (B)(6) 2021. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, harness assembly vibrator, and corroded battery tube. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification 22.9 millivolt. In further full review in the insulin pump history found no failed battery test alarm on the event date of (B)(6) 2021; however, found: low battery alarms on (B)(6) 2021 at 13:06:00. Insert battery alarms on (B)(6) 2021 at 22:42:40. Replace battery alarms on (B)(6) 2021 at 22:37:00. No unexpected low battery, insert battery, and replace battery alarms during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, faded serial number label, cracked keypad overlay, cracked case above arrow and battery icon, and scratched case. Critical pump error (open book image) alarm not confirmed. Blank display not confirmed. Customer alleged for failed battery test alarm was not confirmed. Testing failures suspected to be due to moisture damage on the electrical board 1, harness assembly vibrator, and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had white display. The customer's mother stated that customer was playing in garden and insulin pump started vibrate and screen was white. Customer also had a battery failed alarm. Customer's mother mentioned that they noticed a picture of on the screen with an x on the screen and a book. No harm requiring medical intervention was reported. The device will be returned for analysis.